Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted. First name and last name: unknown/not provided, information was asked but it was not provided. Telephone number: (B)(6). Other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was damaged. The iol was not implanted. Account indicated that there was no patient involvement. No further information was provided.

Manufacturer narrative:
Corrected data: further clarification was provided by the reporter, and it was discovered that this event is a duplicate to a previously reported event. The original record (complaint file) includes new information indicating that the suspect lens was not damaged; however, the lens had a folding and delivery issue. The event was reassessed as not reportable in the original record created for this occurrence. Therefore, this supplemental filing is to state that this event is not reportable per new information received and no further information will be provided under MDR number 3012236936-2022-01988. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.